Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused medication during infusion. The specific volume (bag had 150 ml left) in the bag did not match the volume displayed by the pump (pump indicated 50 ml left). After 2 hours it was noted that the volume in the bag had not changed. The drugs being infused were fentanyl and vasopressor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.